Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Under possible adverse effects, number 2 states, "disassociations of modular components have been reported. Failure to properly align and completely seat the components together can lead to disassociation." This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2012-01953, 02349/02351).

Event description:
It was reported patient underwent reverse total shoulder arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2012 due to disassociation. The glenosphere, humeral tray, bearing and adapter were removed and replaced.